Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix was retracting and failing to penetrate as the physician was coring the lead into the septum. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. The patient was in stable condition and was discharged post-procedure.

Manufacturer narrative:
The reported event of the helix was retracting as the physician was coring the lead into the left bundle left septum could not be confirmed. A complete lead with stylet inserted was returned in one piece. The helix was retracted and clogged with blood/ tissue was returned. The helix assembly was separated from the ring electrode consistent with procedural damage. Electrical testing, x-ray examination and visual inspection were normal with no anomalies found.

Manufacturer narrative:
Correction: the correct information in d9 should have been selected 'yes', rather than 'no.'

Manufacturer narrative:
Correction: information in d9 'returned to manufacturer' and 'date returned to manufacturer' should have been filled up in MDR-2022-29655-01, rather than leave it blank.